Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had an (a2fn) expert asian femoral nail procedure on (B)(6) 2013. During the procedure, the surgeon used surgical instrument (part number; 356.207) and found that it could not be revolved in place and could not be removed. The surgeon could not continue with the instrument and decided to remove it with higher force but still failed. Finally the surgeon removed the whole device as a unit and changed another instrument to complete the procedure. No adverse event occurred and the patient is now in good condition. This report is for 1 of 1 complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the device is bent and slightly twisted at the coupling end. The adjusting nut is jammed on the thread. The device was produced and distributed in may 2013. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The complaint condition is likely the result of a mechanical overloading situation during use has led to the damage. The investigation found no other events with this lot number. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.